Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number:1627487-2020-03725. It was reported the patients leads displayed high impedance. X-ray verified that both leads are fractured. Surgical intervention may be pending to address the issue.

Manufacturer narrative:
It was reported to abbott that the patient will have a lead revision due to high impedance. X-ray image the extension and leads verified that both leads are broken, as can be seen in the images attached. No revision procedure date has been scheduled as yet. Although the x-ray images confirm broken leads, the results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.